Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported symptom of "unit has low audio volume" by powering up the pump without the unit alarming. Also all the volume and tone settings were check with no audio. Evaluation performed a visual inspection of the rear case, speaker housing and I/o pcb. Evaluation found fluid intrusion on the back flex, I/o pcb, processor pcb, lcd and the upstream sensor. The cause was found to be a failed I/o pcb. The device was received a condition in which pump could not be reasonably repaired and therefore will be returned in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use without repairs. (B)(4).

Event description:
It was reported that a spectrum pump had low audio. It was also reported there was no patient injury.